Manufacturer narrative:
The pump passed the leak test. The pump was received with all buttons responding properly. No damage or moisture damage was noted on the keypad assembly. No unlocked keypad connector was noted during visual inspection. No ramping/scrolling numbers were noted or jamming buttons noted during testing. The pump passed the functional tests, including the self-test, sleep current measurement, active current measurement, rewind, prime/seating, basic occlusion, occlusion, force sensor and displacement tests. The pump was received with minor scratches on the lcd window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported via phone call that the insulin pump buttons kept jamming. The numbers would ramp uncontrollably on the insulin pump due to the keypad anomaly. The patient's blood glucose at the time of incident is unknown. The insulin pump will be returned for analysis.